Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where infusion set tubing was kinked. The blood glucose level of the patient was 331 mg/dl which was treated with pump and manual injections. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-09800), was submitted on 27-may-2025. Upon completion of the investigation, the manufacturing date was updated as 08-feb-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008834, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008834 was manufactured according to the work instruction (wi) version 17 and manufactured in the machine multivac 14 on 08-feb-2025, with a total of (B)(4) units. The sub-assembly, assembly of quickset of the lot 4h03014 was manufactured according to the wi version 27 and manufactured in the line assembly of quickset, on 27-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quickset of the lot 4h03015 was manufactured according to the wi version 27 and manufactured in the line assembly of quickset, on 27-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quickset of the lot 4h03016 was manufactured according to the wi version 27 and manufactured in the line assembly of quickset, on 27-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4h00555 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08, on 26-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4h03008 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08, on 27-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no nc raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.